Event description:
It was reported that this lead exhibited oversensing, undersensing, low out of range pacing impedance measurements and pacing inhibition of under two seconds. The lead is to be evaluated at a later date as the patient is being monitored for a previous perforation from a different lead. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).